Event description:
Endometrial ablation procedure complete and physician noted burn area to posterior forchette. Burn area was approx 1/2 cm to 1 cm in size. Equipment examined and noted pinpoint hole in sheath.